Event description:
It was reported that the external pulse generator had a dim back light. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the backlight was dim and missing segments. It was also noted that there was contamination between the keyboard and display lens, the lower case, battery release, heart block, lead flex cover and main seal were contaminated, one bail cover was broken and one bail cover was missing, the ring cover, two case screws, ring cover screw, both bails and ring were missing, one board flex cable was creased and both flex cables were contaminated, the battery contacts were compressed, the serial number and serial number label were ripped and the battery drawer o-ring was missing.